Manufacturer narrative:
The customer technical support (cts) assisted the customer by isolating the issue to loose tubing to the sample probe. The customer corrected this and cleaned the spill on the instrument. No further issues were reported by the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating most of the cx4 side chemistries were producing suppressed results. The customer determined that the reagent probe tubing was loose and leaking at the probe. No operator exposure was reported for this event.